Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). Information regarding patient identifier, date of birth, age, sex, gender, weight, race, and ethnicity were not provided. Section d.4: the expiration date of the device is not known as the device lot number is not available / not reported. The full UDI is not available without the expiration date. Section e.1: the initial reporter phone: (B)(6). Section h.4: the device manufacture date is not known as the device lot number is not available / not reported. The complaint product was returned and received for evaluation and analysis. The investigation is documented below. Investigation summary: a non-sterile 150cm x 5cm prowler select plus microcatheter was received contained in the decontamination pouch. Visual inspection was performed. It was noted that a delivery wire was inserted into the microcatheter. An attempt was mad to pull the delivery wire from the microcatheter; however, significant resistance was met. The device was flushed to attempt to dissolve any residue that may be causing the resistance, but the water flow was blocked by the obstruction. A dissection was made and the internal coating (suspected to be polytetrafluoroethylene (ptfe) was noticed detached from the inner lumen of the microcatheter. Several dissections were made along the body where suspected ptfe was found detached from the inner lumen of the microcatheter. Additionally dried blood residue was found at dissections made at 2.6cm, 6.2cm, 22.5cm, and 40.5cm from the distal end. The inner hub diameter (ID) and outer diameter (od) of the microcatheter were confirmed to be within specifications. No elongation was found; the device was found to be within the 150cm usable length specification. The device lot number was not available. The manufacturing documentation review could not be performed without the lot number. No further investigation can be conducted since the lot number was not provided (no traceability), and there is no alleged quality issue against the microcatheter. This investigation is considered complete at this time; if additional information is received at a later time, this investigation will be updated, and further actions can be taken as needed. As part of the post market surveillance program, information from this complaint is trended for statistical signals and corrective / preventive action may be triggered at a later time. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Event description:
The 150cm x 5cm prowler select plus microcatheter (606s255x / lot#: unknown) was returned for evaluation and analysis without any associated complaint / reported device issue. The purpose of this initial medwatch is to report the product investigation completed on 12-jun-2026. Based on the completed product investigation, this event has been determined to be usfda reportable under 21 cfr 803 with a classification of ¿malfunction.¿